Event description:
It was reported the patient experienced an infection. The patient's device was removed "back in (B)(6)". The complete system was removed because where they put the device in her hip "stayed infected". The patient noted she didn't have enough tissue. The patient stated the device worked well but her body "wouldn't accept it". No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0g6wu, implanted: (B)(6) 2014, product type: lead. (B)(4).